Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2020 at 12:46:29 through 17:13:18. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated, that the patient was readmitted on (B)(6) 2020 for driveline infection management. And was found drowsy in their room. A brain CT scan was performed on (B)(6) 2020, which showed a large brain infarction. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists infection and stroke as adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(4) were reviewed. And showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jul2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2020 for driveline infection management and was found drowsy in their room. A brain CT scan was done on (B)(6) 2020 which showed a large brain infarct. The patient expired on (B)(6) 2020 due to brain death. The event log captured persistence pi events that were occurring on (B)(6). No additional information provided.